Event description:
It was observed during the device inspection that the bronchovideoscope had a blackout image while adjusting angulation and the image interference when adjusting angulation. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned for inspection. Based on the results of the investigation and the information provided it is likely due to electrical problems like as signal loss or open circuit and stress problem. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.